Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Testing performed five times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed fasting during call on (B)(6) 2015 produced result of lo. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 04/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/ time not set): lo (B)(6) 2015 12:01pm; 157mg/dl (B)(6) 2015 11:35pm; 185mg/dl (B)(6) 2015 04:41pm; 135mg/dl (B)(6) 2015 01:34pm; 124mg/dl (B)(6) 2015 01:24pm. Adverse event not reported.